Event description:
It was reported that av dialysis graft was accessed at apex of graft. Guidewire and catheter were positioned in graft. Small amt of contrast was infused documenting complete thrombosis of graft. 4mg tpa administered. Mechanical throbolysis performed with trerotola device. Antegrade flow reestablished. Shortly afterward, patient became hypoxic and demonstrated significant respiration difficulty. Patient was bagged for approx. 2 minutes and regained ability to respire normally. Oxygen mask was positioned and ballon angioplasty was performed on intragraft stenosis and graft vein anastomotic site. Final images demonstrate luminal diameter improvement in brisk antegrade flow in garft. Patient otherwise tolerated procedure well and left without complications.